Manufacturer narrative:
Transseptal puncture was performed with an unspecified needle. There is no sheath information. Generator was set on power control mode. There is no information regarding generator settings, power titration, overall ablation time at the site of injury, last ablation cycle time at the site of injury, irrigated catheter flow setting, or anticoagulation during the procedure. There is no information regarding spi value, catheter proximity, or catheter zeroing. There were no errors reported on any bwi equipment during the procedure. The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4).

Event description:
It was reported that a patient underwent a pulmonary vein isolation (pvi) ablation procedure for atrial fibrillation/atrial flutter with a thermocool smarttouch bidirectional sf catheter and suffered a cardiac tamponade requiring pericardiocentesis. A few seconds after left pvi, the patient became hypotensive and oxygen saturation decreased to 93%. Tamponade was confirmed via intracardiac echocardiogram. Pericardiocentesis #1 yielded an unspecified amount of fluid. Patient was intubated. Cavotricuspid isthmus (cti) ablation was performed. Atrial flutter occurred. Lat mapping of the atrial flutter in the right atrium suggested that the left atrium is passive for atrial flutter, so lat mapping of atrial flutter in the left atrium was performed. Lat mapping indicated that the myocardial excitation was in the left atrium. Right pvi was also performed because the physician thought that completion of pvi might terminate the atrial flutter. During right pvi, the patient became hypotensive again, and pericardiocentesis #2 was performed. After the recurrent right superior pulmonary vein (rspv) was ablated, pericardiocentesis #3 was performed and the procedure was completed. There is no information regarding extended hospitalization. Patient outcome is improved. There were no factors cited that may have contributed to the adverse event. Physician¿s opinion regarding the cause of the adverse event is that it was procedure-related. It was noted that the adverse event may have occurred during transseptal phase or ablation phase. Physician indicated that the adverse event may not have been related to ablation, as the hypotension did not occur during ablation. Physician also indicated that there is a possibility that the needle might have punctured the left atrial wall during transseptal puncture.